Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise. The lead impedance and capture threshold were stable. On (B)(6) 2019, the lead was successfully capped and replaced. No patient symptoms were noted and the patient was in stable condition.